Event description:
Same pt as 2134265-2009-03750. It was reported that following a coronary artery stenting procedure, the pt experienced angina. The target lesion was a 2.5mm, 60% stenosed, 10mm long portion of the proximal left anterior descending (prox lad) artery. The physician treated the lesion with pre-dilatation and successful placement of a 2.25 x 16mm taxus liberte study stent, with 0% residual stenosis. The pt was discharged the next day on protocol doses of aspirin and clopidogrel. In 2009, the exact date unk, the pt had angina pectoris unstable and was hospitalized. No further info is available for this event.

Manufacturer narrative:
It was reported that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.